Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of an erroneous high inr result on a coaguchek xs meter with an unspecified serial number compared to an unspecified laboratory method. The customer was unable to provide the specific date of event. The result from the meter was 6.5 inr. The customer went to the dr. And had blood drawn within 2 hours. The result from the laboratory was 4.3 inr. The customer's coumadin was adjusted based on the meter result. No adverse event occurred due to this adjustment. The customer's therapeutic range is 2.5 - 3.5 inr. The customer had some bleeding while brushing her teeth at the time of the high result; no medical treatment was required. There was no allegation that an adverse event occurred. The customer is "fine." The customer had some bruising related to some gout medications. The customer has had no changes in diet, health or coumadin dose prior to high result. The customer has no concerns with hematocrit levels. The customer does not have lupus or antiphospholipid antibodies. The customer is not on any other blood thinners or direct thrombin inhibitors. The customer stated the strips in use at the time of the high result were affected by the recall but was unable to provide the lot number. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.